Manufacturer narrative:
It was noted that this lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, pacing impedance measurements of greater than 2000 ohms, and loss of capture. The lead was explanted and replaced. No additional adverse patient effects were reported.